Event description:
It was reported that bd insyte autog bc the following information was provided by the initial reporter: "it was also mentioned that the needle was puncturing through the catheter material several times. The customer stated they did not recanulate". Multiple resticks, blown veins.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of a dull needle and multiple punctures in the IV catheter could not be confirmed from the seven representative 22gainsyte autoguard bc units that were received in sealed packaging from lot number 5031163. A visual and microscopic examination revealed no damage or defects on the returned samples. A functional test to simulate needle tip and catheter tip penetration revealed that the measured forces were within specification. A device history record review showed no non-conformances associated with this issue during the production of this batch.